Manufacturer narrative:
The complaint was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Patient code e172001 is being used to capture the reportable event of an abscess.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2023. The procedure was performed in an operating room setting and a dose of antibiotics was given at the time of the procedure. Fiducial markers were inserted prior to the spaceoar vue implant. Following the procedure, the patient felt well and there were no visible signs of complications. Seven days after the procedure, post-implant imaging was performed which confirmed correct placement. However, during the third fraction of the stereotactic body radiation therapy (sbrt), the synchrony tracking system picked up a new tissue density in the region of the spaceoar. Computerized tomography (CT) scan was performed which showed a collection of fluid in the region of the spaceoar and adjacent to the anterior rectal wall; an abscess near the hydrogel area was detected. At the same time, the patient began complaining of pressure in the insertion area, mild urinary symptoms, fullness in the rectum, tenesmus, frequent stools, pain, sweats, and fever. Antibiotics and steroids were administrated. A urine test ruled out a urinary tract infection (uti) on (B)(6) 2023. The cause of the mild urinary symptoms was possibly attributed to urethral compression. Antibiotics and steroids were started, and after three to four days the patient reported feeling much better. The patient was reported to be stable. The patient completed their external sbrt at a dose of 36.25 gy in 5 fractions.